Event description:
Per the sales rep, a c-clip in cvor #3 was found mis-installed. This component helps hold the spring arm to the horizontal arm (suspension). If a circlip is not installed properly, this could potentially lead to a flat panel or light falling from the ceiling. There were no pts involved and no adverse consequences occurred.

Manufacturer narrative:
There is no expiration date established for this device. Device was evaluated in the field on july 30, 2009. Further attempts will be made for this info. Device manufactured date is unk. Further attempts will be made for this info. Evaluation summary: it was identified that the c-clip was installed incorrectly in (B) (6). This could potentially lead to a flat panel or light falling from the ceiling. Although the c-clip was installed incorrectly, nothing fell. No pt were involved and there were no adverse consequences that occurred. This is not a single-use device.